Event description:
It was reported the patient presented for a scheduled clinic follow up. Interrogation of the pacemaker revealed the right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The rv lead was capped and replaced on 16 oct 2023. The patient was in stable condition throughout.